Event description:
It was reported that the patient died 9 days after the device was implanted. The cause of death has been requested and not received. The device was interrogated and function showed to be normal. No further information has been made available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Interrogation showed normal device function, no further information has been made available.